Event description:
A false negative hcv result, s/co = 0.49, was generated from the axsym analyzer without an error message. Repeat testing of the same sample gave 27.98. This was the second sample from a pt who had tested repeat positive with a previous sample. According to the account, controls were within acceptable ranges. The false negative result was not reported. No report of any injury.